Event description:
It was reported that a physician in-training attempted arteriotomy closure using a starclose vascular closure system after a diagnostic procedure. The vessel locator button would not engage; it would not stay down. The physician pulled out the device and hemostasis was achieved using manual compression. There was no pt injury or adverse effects reported. No additional info available.

Manufacturer narrative:
Completion of the device history record review has not been achieved because the lot number is unk. The device investigation and complaint confirmation have not been completed because the device is unavailable. No mfg defects could be detected because the device is unavailable.